Manufacturer narrative:
The device was returned to resmed and an evaluation confirmed the complaint. Visual inspection revealed the top case connector and ribbon cable were not connected to the main circuit board. The connection was reattached to address the issue. The device was serviced and fully tested before it was returned to the customer. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device had an blank display. There was no patient harm or a serious injury reported as a result of this incident.